Event description:
Vcare medium, vaginal-cervical-ahluwalia's-retractor-elevator, uterine manipulator, was being utilized according to MFR's instructions. The middle, blue port that holds the uterine manipulator in place was unable to be tightened. The connection securement portion appears to be loose. FDA safety report ID# (B)(6).